Event description:
A malfunction was reported on a pump, indicated by a malfunction code of malf 9. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump but to call back if the malfunction recurred. The customer understood these instructions.